Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the rv lead exhibited suspected fracture with reproducible noise noted on the integrated bipolar and true bipolar ventricular electrogram (egm)s. An audible alert from lead integrity alert (lia) was noted. The patient was dependent and the noise caused inhibition of pacing with near syncope symptoms. The patient was hospitalized. The rv lead was capped and remains in the patient. A different lead was implanted. No further patient complications have been reported as a result of this event.